Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Representative s. Reported that the doctors office reached out to the reps office inquiring the availability of another fusion nail to perform the revision surgery on (B)(6) 2023. Additional information and the explanted device has been requested following the revision surgery, with dr. M. [Customer]

Manufacturer narrative:
This is the final supplemental report, the complaint is closed.

Event description:
Representative s. Reported that the doctors office reached out to the reps office inquiring the availability of another fusion nail to perform the revision surgery on (B)(6) 2024. Additional information and the explanted device has been requested following the revision surgery, with dr.(B)(6) [customer].